Event description:
It was reported that during the placement of the plate, a screw fractured leaving a fragment imbedded in the patient. A different screw from the system was used to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw shows signs of attempted use including marking/ scratching on the screw head. The screw tip has fractured near where the screw tip meets the screw head. The tip of the screw was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported event is confirmed, based on medical records/product return/etc. This report is being submitted to update additional information in section b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.